Event description:
A report was received that a physician had two bad insertion needles. During surgery, the physician was trying to get a loss of resistance with the epidural syringe, however, was unsuccessful. The physician administered a wet tap spinal fluid. In addition, the physician noticed that below the hub of the insertion needle, there was a bubbling of fluid on part of the needle where it meets the hub. The bsn sales representative opened up a second kit for the second lead and had the same issue. The physician decided to not use the insertion needle, however, the physician put his finger over the area and solved the problem. The physician was able to get a loss of resistance. The physician performed a blood patch to prevent headaches. The patient is reportedly doing well.